Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the common femoral artery (cfa) using a prostyle device using the pre-close technique via a 7f sheath prior to a minimally invasive mitral valve surgery (mimvs) and cfa/common femoral vein cannulation interventional procedure. Reportedly, the suture was not present when the plunger was removed (a cuff miss occurred). The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 17f sheath and the mimvs procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.